Manufacturer narrative:
Continuation of d10: product {delivery catheter system}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the implant of this transcatheter bioprosthetic valve in a patient with a pre-existing non-medtronic tr anscatheter valve and a pre-existing non-medtronic surgical valve in the aortic position, the valve dislodged during deployment. Subsequently, the valve was snared into the descending aorta.